Manufacturer narrative:
62 yo patient considered obese and heavy smoker. Patient had revision surgery on (B)(6) 2024. Approximately 1.5 months later the user identified that a modular screw head had dissociated and potentially a rod had broken in the lowest part of the construct. No lateral connectors were used to connect the rod to the iliac bolts and also no intervertebral spacer was used at the location of screw breakage. Typically, if a screw head dissociates, it is due to heavy loading or loading shock that exerts significant pressure on the screw. Patient did not mention anything about a fall or overactivity to the user. User states that they will perform revision surgery to remove and replace the failed parts, however a surgery date has not been scheduled as of on (B)(6) 2025. Until parts are returned to manufacturer, exact part numbers and lot numbers remain unknown. If parts are returned in the future, a further investigation will be performed.

Event description:
User identified a polyaxial screw had dissociated and a rod had broken during a post-operative exam.